Manufacturer narrative:
Outer wheel weldments.

Event description:
It was reported by service report that both the outer wheel weldments were broken in the middle. No pt involvement or adverse consequences are reported.